Manufacturer narrative:
A complete manufacturing review could not be conducted as the investigation is lot number unknown. The sample was returned for evaluation and loose fibers and torn pebax were noted approximately 4.0 cm from the distal tip; however, no fibers had become unraveled. The balloon was inflated using an in-house max30 device. The balloon was inflated to rpb (24atm) without issue. This pressure was held for 30 seconds and no leaks were detected. The deflation time of the balloon was approximately 4 seconds, which is within the specification of 35 seconds. The investigation is unconfirmed for deflation issues, as the device was able to deflate with no issues and met specification during the evaluation. Per the complaint comments, a hand syringe was used to inflate and deflate the device. The IFU states that a luer lock syringe/inflation device with a manometer (10 ml or larger) is required for use. It is possible that the use of the syringe contributed to the deflation issues. However, the definitive root cause for the deflation issues could not be determined based upon the available information.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon would not deflate after an inflation within a bare metal stent within the svc. A syringe was used to intentionally over-pressurize the balloon, causing the balloon to rupture. The device was successfully retracted through the sheath without incident. There was no reported patient injury.